Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-58 -user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. Customer tested her blood sugar and result was 428mg/dl non-fasting. Customer called 911, ambulance arrived within 30 minutes and tested her blood sugar levels and result was 299mg/dl non-fasting. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 03/27/2020 and open vial date is april 2019. The meter memory was reviewed for previous test result history: (B)(6).